Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter device was dragging at the tip while in use with the attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed for cutter insertion. This was because the bearings were worn and damaged, creating a situation where the cutter was not able to be inserted. This was also because the bearings were no longer in axial alignment, not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.